Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced hyperglycemic event which led to the hospitalization on (B)(6) 2024 due to infusion set falling off. The blood glucose level was over 600 mg/dl at the time of event and the patient got treated with intravenous fluids and insulin. The patient was released from the hospital on (B)(6) 2024. No further information was available.